Event description:
It was reported the patient had a loss of therapeutic effect not too long after implant. The patient had not followed up with her healthcare provider and now her symptoms were getting worse. The patient was unable to connect with her programmer. The patient was unable to make adjustments both with and without the antenna attached. Nothing came up on the screen. The programmer turned on after replacing the batteries. The patient then saw the poor communication screen. The patient was unable to connect both with and without the antenna attached after repositioning. After receiving the replacement programmer, the patient was still unable to connect or adjust stimulation. Upon return of the programmer, the complaint was unverified. The tarnished antenna jack was replaced as a preventive measure. Conclusion code of c200 reported. Follow-up information received from the patient reported that she still had concerns regarding her device or therapy but was working with her doctor or manufacturer representative (rep). She had an appointment scheduled for (B)(6) 2015. No interventions or patient outcome were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v846375, implanted: (b)(60 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown_prog, product type: programmer. (B)(4).